Manufacturer narrative:
The vio dv generator has been returned and evaluated by the failure analysis team. The vio dv was confirmed to have an error c-34 on start-up. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error message/fault when the erbe generator was turned on and during use, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced the erbe to resolve it. The system was tested and verified as ready for use. The complaint regarding an error message/fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Intuitive surgical, inc. (Isi) has received the erbe involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pneumonectomy surgical procedure, the erbe generator did not work. The customer found an error code displayed when the erbe was turned on and during procedure. The error occurred when a bipolar instrument was used. The customer swapped to a forcetriad to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a forcetriad generator. There was no injury to the patient.